Event description:
It was reported that a user in the first days of ilet pump use experienced fluctuating blood glucose with lows to 58 mg/dl and highs to 298 mg/dl, after earlier adhesive issues and performing an extra, reduced meal announcement as a correction, which constitutes an improper method of use related to the device¿s user interface. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect procedure, specifically using meal announcements for correction, which can disrupt the algorithm¿s dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.